Event description:
The device was used during a laparocopic hernia repair procedure. It was reported by the affiliate that the staples would not release. There was no pt consequence. Additional info received on 4/10/97. It was clarified that the staples did not feed into the device head.

Manufacturer narrative:
H6; code 100: broken ejector post. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; yes (1 twisted). Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument's "staples would not release" during surgery may have been due to a broken ejector post. The instrument was received with a twisted staple jammed in the cartridge nose. The twisted staple was removed and the ejector post was found to have be broken, allowing the ejector to float free within the assembly. It was concluded that the broken ejector post was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.